Event description:
It was reported that the patient was experiencing long pauses in heart rate and it appeared that the ventricular lead was oversensing the p wave. The right ventricular (rv) lead sensitivity was adjusted and the patient placed on a holter monitor. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.